Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery, anterior tibial artery (at), and posterior tibial artery (pt) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician completed a pass in the target vessel using the cat6 using a peel away sheath and a non-penumbra introducer sheath. While attempting to advance the cat6 through the introducer sheath for another pass, the cat6 kinked; therefore, it was removed. The procedure was completed using an indigo system catrx aspiration catheter and the same sheath. There was no report of an adverse effect to the patient.